Manufacturer narrative:
(B)(4). The reported issue was not confirmed. Based on available information within the complaint file, the cause for the reported issue was determined to be use error- bypassed low drain volume alarm in the initial drain and kept hitting stop/go to get past it. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).this incident was determined to be caused by use/user error. There was no allegation of a product malfunction.

Event description:
During troubleshooting for the low drain volume alarm, the home patient (hp) reported the use error of attempting to bypass the initial drain.